Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated fields.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the high-resolution stereo viewer (hrsv) ergonomic switch was not working. The surgeon continued the procedure using the other surgeon side console as this was a dual system set up. The customer power cycled the system, but the issue remained. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an ergonomic problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked the error log and found an error 31053 which showed the limit switch status was invalid. The fse reconnected the cables on motor connector backplane (mcb)1 and the limit switch status returned to normal. The system was tested and verified as ready for use. The complaint regarding an ergonomic problem was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.